Event description:
It was reported that (1) device was used during a laparoscopic colorectal procedure. It was reported by the affiliate that the 512b trocar gasket was torn. Another instrument was used to complete the case. There was no consequence to the pt.